Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance. Further, a health care professional (hcp) reported that events had noise on them and can't be reproduced through isometrics. Boston scientific technical services (ts) discussed trending window and possible lead fracture. Ts discussed turning off defibrillator due to oversensing. Moreover, the left ventricular (lv) lead also exhibited a high oor pacing impedance. Ts discussed that lv lead is a single coil electrode. Also, an x-ray was performed and result was unremarkable. Additional information received that the cause was undetermined at this time and defibrillator was turned off. The patient was scheduled for lead revision next month and will evaluate all the leads as well. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information received that noise being oversensed with pacing inhibition and high oor pacing lead impedance greater than 2,000 ohms continued to be observed. Further, both non-invasive and invasive testing were performed on the lead and device, however noise could not be reproduced. The cause of the observation remains undetermined. The crt-d was explanted and no longer in service. The rv lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).